Event description:
The facility reported a colleague infusion pump with a malfunction where the "display at the bottom is out and is completely blank". This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the ER. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "display at the bottom is out and is completely blank" was confirmed by service. The cause of the reported condition was determined to be a faulty pump head module (phm) display. The pump head module (phm) display was replaced to fix the reported condition. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.